Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7 mm extended length endoscope was producing a "blurred lens image." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on june 08, 2010, for investigation. Upon receipt of product, a note was found in the box stating, "light not going through the scope; broken." A supplemental reported will be submitted when the investigation is completed. (B)(4).